Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The cardio reports you provided were carefully analysed. The available iegms confirmed the presence of noise on the rv channel which led to shock delivery as mentioned in the complaint description. In spite of the available information no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of about 44 months, oversensing without inappropriate therapy was reported. The lead was explanted but not returned to biotronik. No adverse patient side effects have been reported.